Event description:
Pt lost function of right kidney due to partial or full coverage of renal by excluder aortic extender endoprosthesis which was placed in a tortuous superior neck that had been previously prepared by surgical revision. Left renal artery was stented to insure long-term patency.